Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized due to dizziness and pre-syncopal symptoms. Interrogation of the device showed intermittent p-wave undersensing. The patient is not pacemaker dependent. The device was reprogrammed and remains in service.